Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 31-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included physical disability, mental disorder and physical disability. Concurrent conditions included mental disorder, fundoplication, bladder sling procedure, concussion and gallbladder removal. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and vulvovaginal pain outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased soon thereafter removal. First time only right side occluded: second time bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion, (right tube occluded).first time only right side occluded: second time bilateral occlusion.; on (B)(6) 2016: total bilateral occlusion, (right tube occluded).first time only right side occluded: second time bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 31-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included physical disability, vaginal discharge, tenderness, itching, redness, hallucinations, diarrhea, stress, right upper quadrant pain, nausea, abdominal pain, vomiting, low back pain, urinary incontinence, cervicitis, bronchitis, headache, dizziness, neck discomfort, weight loss, kidney stones, cholelithiasis, chest pain, shortness of breath, decreased appetite, asthma, coughing, blurry vision, palpitations, hyperthyroidism, menses irregular, dyspnea, energy decreased, tachycardia, pain in hip and gerd. Concurrent conditions included mental disorder, fundoplication, bladder sling procedure, concussion and gallbladder removal. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, vulvovaginal pain, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, fallopian tube perforation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased soon thereafter removal. First time only right side occluded: second time bilateral occlusion. Plaintiffs received treatment for pelvic, abdominal pain, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion, (right tube occluded).first time only right side occluded: second time bilateral occlusion.; on (B)(6) 2016: total bilateral occlusion, (right tube occluded).first time only right side occluded: second time bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, nickel allergy. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6)-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included physical disability, mental disorder and physical disability. Concurrent conditions included mental disorder, fundoplication, bladder sling procedure, concussion and gallbladder removal. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain and vulvovaginal pain outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased soon thereafter removal. First time only right side occluded: second time bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion, (right tube occluded).first time only right side occluded: second time bilateral occlusion.; on (B)(6) 2016: total bilateral occlusion, (right tube occluded).first time only right side occluded: second time bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: case becomes incident. Lot number and explant date were added. Event injury to herself was removed. New events: perforation (fallopian tube(s)), pelvic pain and vaginal pain were added. Product indication was updated. Patient¿s date of birth and height were added. Concomitant drug, lab data and medical history were added. New reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.